Manufacturer narrative:
The lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead dislodged. The pacing impedance measurement was greater than 2,500 ohms and the pacing thresholds were increased. No adverse patient effects were reported. The following month, this lead was successfully repositioned, with good lead measurements obtained. No additional adverse patient effects were reported.